Manufacturer narrative:
(B)(4). The patient was hospitalized for recurrent peritonitis in (B)(6) 2012 (dates unspecified). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced trouble having bowel movements which caused peritonitis. On an unreported date, last year the pt experienced peritonitis. Subsequently, the pt was hospitalized for recurrent peritonitis. The pt was treated with unspecified antibiotics for the event. On an unreported date, in the same month as being admitted, the pt was discharged from the hospital. On an unreported date, the peritonitis was resolved and the pt was recovered. Dianeal therapy was ongoing. Additional information was requested but is not available.